Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. Additional product code: hty. Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part number: 292.160, lot number: 422396, part manufacture date: n/a, manufacturing location: n/a, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number and part number provided is not valid for elmira. Record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2018, a 1.6mm kirschner wire w/trocar point 150mm was broken. The broken part was left into the patient¿s bone (the humerus head). There is no additional information. This report is 1 of 1 for (B)(4).